Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and signal and sound icons were observed as activated. Waited for few minutes to ensure that there was no disruption in the bluetooth connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected to the software and isf (interstitial fluid) command was sent. First 5 ble packets were successfully received with the blc count and rssi (received signal strength indicator) are present. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with sam s22, os 13, app version 2819305 . The customer reported the low and high alarm did not sound and as a result, the customer experienced "fall into a coma for 6 hours," a loss of consciousness and reported being able to self-treat with "glucosite, jelly, biscuits". No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation was performed for the reported application. The customer reported for missing high and low glucose alarms. Attempted to replicate the customer complaint using a similar configuration. The application was downloaded. The sensor successfully scanned to application and glucose results were observed. Despite a comprehensive investigation, the reported issue could not be replicated, and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with sam s22, os 13, app version 2819305 . The customer reported the low and high alarm did not sound and as a result, the customer experienced "fall into a coma for 6 hours," a loss of consciousness and reported being able to self-treat with "glucosite, jelly, biscuits". No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. The customer reported the low and high alarm did not sound and as a result, the customer experienced "fall into a coma for 6 hours," a loss of consciousness and reported being able to self-treat with "glucoside, jelly, biscuits". No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.